Manufacturer narrative:
Device received with blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, faded or stained or peeling serial number label, peeling or fading end cap address label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the insulin pump was dropped. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.